Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in march 2019.the complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown.(B)(4).

Event description:
This report pertains to one of four devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, nephromax balloon, percutaneous access needle and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy procedure performed in march 2019. The patient experienced aspiration pneumonia, acute kidney injury (aki) and liver injury. It was reported that the patient had prolonged hospitalization.